Event description:
Philips received a complaint by the customer on the v60 indicating that the cable on the power switch overlay was broken. There was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. The customer called technical support to report that the cable on the power switch overlay was broken. The customer provided a part number (1149702) that was on the ribbon cable on the power switch overlay, but the remote service engineer (rse) informed the customer that while this is not a part that is sold by philips, it is connected to the power switch overlay. The rse provided the customer with the part number of the power switch overlay for repair. Resolution and disposition:

Manufacturer narrative:
Per good faith effort (gfe) response, the replacement power switch overlay was ultimately ordered and installed, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.